Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of egms, the right ventricular lead exhibited r-wave amplitude variation, high impedance, and no capture. Patient was admitted to critical care unit and x-ray confirmed lead dislodgement. The physician suspected that the patient had twiddler's syndrome. The lead was repositioned successfully on (B)(6) 2017. The patient was stable pre, during, and post procedure.